Manufacturer narrative:
(B)(4). The complaint device was not returned. However, the receiver ((B)(4)) that was being used with the sensor at the time of the reported event was returned on 09/26/2015. The receiver passed external visual inspection. Global receiver functional testing resulted in no failures related to the customer's complaint. The receiver data log confirmed inaccurate bg values on (B)(6) 2015 and (B)(6) 2015. The customer complaint was confirmed. A root cause could not be determined.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.